Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation of the ivc and limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated multiple limbs beyond the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced chest, abdominal and back pain. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one day post deployment, a lung ventilation perfusion scan showed areas of mismatched defects in segmental regions of the right upper lobe and right lower lobe consistent with known history of pulmonary embolic disease. Around one year and one month later, a ventilation perfusion scan showed equivocal for acute pulmonary embolism in the right anterior mid lung field. Around one month and three weeks later, a computed tomography angiogram of chest showed technical suboptimal but without clear-cut evidence of pulmonary embolism. A computed tomography of abdomen and pelvis showed the filter was seen with the struts protruding beyond the inferior vena cava wall which likely represents chronic process. There was extensive thrombus within the inferior vena cava below the level of the filter extending into the common iliac veins bilaterally. There was thrombus seen superior to the filter in the more proximal inferior vena cava. Around two months later, a computed tomography angiogram of chest showed acute pulmonary embolism seen in the left upper and lower lobes as well as within the right lower lobe. Around two months later, a computed tomography angiogram of chest showed that new lingular segmental pulmonary embolism as well as chronic pulmonary embolism in left lower lobe with new consolidation. Around five days later, a pulmonary angiogram showed evidence of pulmonary thromboembolic disease. On the left side there was tapering of descending pulmonary artery with occlusion of the anteromedial branch and clot in the lingula as well as superior segment. On the right side, there was less prominent evidence of clot with more distal clot in the right middle lobe as well as anteromedial branch. The inferior vena cava was occluded at the level of the filter with large collaterals feeding wide open inferior vena cava above the filter. Around one month later, a computed tomography angiogram of chest showed multiple filling defects were identified with the segmental and subsegmental branches of the left upper, left lower and right lower lobes. Around one month later, a computed tomography of abdomen and renal study showed the filter demonstrated essentially all legs of the filter outside of the lumen of the inferior vena cava. Two of the legs were fractured, one was minimally displaced with the distal fragment entering the anterior portion of the l3 vertebral body. The second was displaced and arranged linearly along the right ureter. Two of the medial prongs were immediately adjacent to the aorta. Two of the anterior legs may have been in the duodenum. Another computed tomography of abdomen study showed filling defects within the main right lower lobe pulmonary artery and its proximal branches. A possible filling defect with tapering was present in the left lower lobe subsegmental pulmonary arteries as well. The filter was noted with displaced feet. A persistent clot was present within the inferior vena cava which extends superior to the proximal portion of the filter. Around one month later, a computed tomography angiogram of chest showed that interval enlargement of filling defects was noted in the right lower lobe segmental and subsegmental arteries. Around one month later, a ventilation perfusion study showed multiple pleural based subsegmental and small to medium sized segmental perfusion defects seen throughout both lungs. The perfusion defect in the right middle lobe appeared to be slightly greater in size on the current study. Around seven months later, a computed tomography angiogram of chest showed stable right lower lobe and inferior lingula pulmonary artery thrombus. Around ten years and two months later, a computed tomography angiogram of abdomen and pelvis showed the filter legs extend beyond the walls of the inferior vena cava. Therefore, the investigation is confirmed for perforation of inferior vena cava, filter limb detachment and occlusion of ivc. Additionally, it can be confirmed that the patient experienced pe and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7,d4(expiry date: 03/2006), g3, h6(patient, device, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the multiple filter limbs perforated beyond the inferior vena cava wall with breakage of two arms. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced chest, abdominal and back pain. However, the current status of the patient is unknown.